Manufacturer narrative:
Date initial report sent: 7/3/2007.

Event description:
Procedure: unk. Pt sex: unk. According to the reporter, the vessel was placed between jaws of instrument. A loud crack was heard prior to firing and then when the instrument was fired 3 rows of staples deployed along linear length with no staples deployed other side. There was a "severe hemorrhage" from the hepatic vein which was clamped and sutured. Further vessels stapled with an endoscopic clip applier.